Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the uv glue zone. The outer glass cap distal part is detached and returned. The internal glass cap fiber optic distal part is detached and not returned. The glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area. The heat shrink tubing open end wall exhibits signs of melting, and char. Parts of the outer flow tubing open end was missing. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during prostate procedure at 73617j and 15 mins of use, first fiber distal tip/ cap was damaged and detached inside the patient. The detached fragment was removed using forceps through cystoscope. There was greenlight emitting from broken point. The output power with the first fiber was 80w when the issue occurred. The fiber was exchanged, and second fiber failed at 0j and 0 mins of use due to tear in the middle section of the fiber and hole in the coating of the white tube. There was greenlight emitting from broken point and the laser hit the protective eyewear of the person in the room. The fiber tips of both the fibers were cleaned during the procedure. The procedure was completed successfully with third fiber. No injury to the patient reported due to this event. This report is for first failed fiber.

Event description:
It was reported during prostate procedure the first fiber distal tip/ cap was damaged and detached inside the patient. The output power with the first fiber was 80w when the issue occurred. The fiber was exchanged and second fiber tube was torn was reported. The procedure was completed successfully with third fiber. No injury to the patient was reported due to this event. This report is for first failed fiber.